Manufacturer narrative:
The customer declined ge healthcare service. No further repair details available.

Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that they were unable to pressurize the system preventing mechanical ventilation. There was no report of patient involvement.